Manufacturer narrative:
At this time ,the event date is unknown and the date provided is only for purposes of submitting the report. In addition, the implant date of the device was given as (B)(6) 2007 and the exact day was not provided. Therefore, the day is chosen as (B)(6) for purposes of submitting the report only. History: this complaint involves a (B)(6) female from (B)(6). As per the complaint: "in (B)(6) 2005, my doctor installed a trapease filter on my cava vena. In (B)(6) 2012, another doctor took some images of my filter and discovered that it was broken." Both doctors have agreed that no intervention is indicated. The patient is not happy with that assessment and wishes to have cordis review her case. Observation: a single cd containing multiple cine runs is submitted for review. No clinical information from the treating physician is available. Initial images show percutaneous access from the left popliteal vein. There is extensive left leg dvt extending from the popliteal vein through the iliac veins and up to a trapease ivc implanted in the infrarenal ivc. There is thrombosis of the right iliac venous system as well and near complete thrombosis of the infrarenal ivc is present. The suprarenal ivc appears patent and inflow from the renal veins is seen. Close up fluoroscopy of the filter demonstrates a fully expanded filter containing thrombus. There is a fracture of a single body strut along the posterior aspect of the filter. The fracture fragment is likely incorporated into the wall of the ivc or may be within organized thrombus. The fragment does not appear to be free floating. The rest of the filter is intact. Conclusion: this complaint involves a young patient who had a trapease ivc filter implanted seven years ago which was recently noted to be fractured. With the clinical information and images provided it is difficult to derive an accurate and definitive conclusion regarding the cause of the nitinol fatigue in this case. One possible explanation is the location of the filter relative to the lumbar spine. Clinical information regarding repetitive abdominal stress or trauma would be an interesting possible etiology. The patient has extensive dvt involving the left leg, bilateral iliac veins and the infrarenal ivc. This filter cannot and should not be removed. The patient requires a hypercoagulability workup if it has not yet been performed. The single body strut fracture is of no significant clinical consequence at this time. Routine monitoring is recommended to ensure that further fractures do not occur compromising the function of the filter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
Seven years after placement of a trapease filter, two fractures were noted during a follow-up exam. The patient was thrombolized and given anticoagulants during the procedure. The indication for filter insertion was pulmonary embolism. The patient arrived in respiratory distress. The extent of dvt is unknown or if thrombus was present at the delivery site. It is unknown if pre and post imaging was done. The estimated size of the vena cava was 24mm, regular shape (actual study). It is unknown if there were delivery problems during placement of the filter. Patient was on warfarin and there was no contraindication for anticoagulation. The patient did not have recurrent pe in spite of anticoagulation. The patient developed ivc thrombosis and bilateral iliac dvt. The thrombosis was treated with anticoagulation. During follow-up exam, it was noted that there were 2 fractured in the filter was fractured. One fracture was on the main body and the other was in the upper proximal area. Films were received and were submitted for independent review.